Manufacturer narrative:
Getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. According to the information provided by getinge technician, the covers were broken due to the user not using the handle on the light and grabbing the light by the lens. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. The affected device was repaired by replacing broken covers (ard368605998 - handle interface with fork - lucea 40, ard368606555 - transparent plastic cover - lucea 40). It was established that when the event occurred, the examination light did not meet its specification due to cracks and missing particles from covers, which contributed to the event. Provided information does not indicate if upon the event occurrence the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. We can assume that the failure ratio of cracks and missing particles on lucea 10/40 devices is moderate. As stated by subject matter expert at manufacturing site, cracks were detected at the edge of fixing holes of transparent housing and handle interface were probably caused by the incompatibility of the cleaning protocol or an abnormal use. User manual for lucea 10/40 describes how to clean and disinfect the light heads (nu_01701en_11, pages 28-29). This document includes some of the recommended and prohibited products. In order to avoid mechanical stresses applied on the transparent housing during use the user manual mentions to handle the light by the handle. To prevent similar event, the same user manual mentions to check the light heads during daily inspection (page 21 of nu_01701en_11). We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event and problem deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 28th march, 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient. Corrected b5 describe event and problem: on 21st march, 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.

Event description:
On 21st march, 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of our examination lights ¿ lucea 40. As it was stated the headlight cover was broken resulting in missing particles. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling off during examination may lead to potential infection of the patient.